Manufacturer narrative:
(B)(4). Any additional information received from the customer will be included in a follow-up report. (B)(4). Field service rep evaluation: the carefusion field service representative (fsr) went onsite to evaluate the device. The fsr was unable to duplicate the reported issue and no failures were detected with the device. The operational verification procedure was performed and the device operated to manufacturer specifications. There were no parts replaced so nothing is expected to be returned for evaluation by the manufacturer.

Event description:
The customer reported an intermittent blank display on this ventilator, stating that it is flashing and not working. There was no patient event reported or known associated with this event.